Event description:
A medwatch 3500a form reported that the patient went into asystole on the heart monitor. The epg (external pulse generator) was found to be powered off at this time, and it displayed a self-test failure. It was powered back on at ddd 80, with no difficulties, within 18 seconds. While attempting to get the patient back in bed to switch it for a new epg, the patient went asystolic again, and the device was found to be powered off again. There was a down time of 35 seconds, as the patient was switched to the back-up epg. The device never showed an indicator light for low battery, but on further investigation by the cta, a light did appear shortly after the event. The device was watched for several hours by the cta, and the low battery light was shown intermittently in the appropriate corner. The battery was replaced, and the cta reported she has not seen the device power off inappropriately.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device serial number provided is missing one digit. Follow-up attempts to obtain this information were unsuccessful. Without a valid serial number, the manufacturing date cannot be determined. The patient was neurologically at baseline following the event and had a permanent pacemaker implanted. No further patient complications were reported as a result of this event.